Manufacturer narrative:
During testing it was found that the device door roller was missing and the door roller pin was broken. As indicated, this device has been identified as part of a product recall. Z-0624-2013. Date of most recent awareness: 10/22/2014. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the door latch is messed up. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was found that the device door roller was missing and the door roller pin was broken.